Event description:
This is filed to report a clip that could not 'establish final arm angle' (efaa). It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr). During a mitraclip procedure, the xtw clip could not pass 'establish final arm angle' (efaa). The clip angle was 20 degrees before opening and 60+ degrees after opening. The clip was removed without incidence and replaced with another clip. The procedure was completed successfully, and the mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed and without the device to analyze, a cause for the reported unintended movement associated with clip opening during efaa could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.